Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of remote transmissions revealed noise and what appears to be a poor connection in the pocket. Programming changes were recommended. The patient was stable.

Event description:
New information revealed that the device was unable to be interrogated and would not connect to the phone app at a follow-up visit.